Manufacturer narrative:
Weight: unknown, ethinicity: unknown, race:unknown. Off label use- acd<3.0 claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -10.0/2.5/092(sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange resolved the problem. Cause is reported as other.